Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms. Troubleshoot was not performed as the insulin pump not available. It was stated that the customer had changed the infusion set and reservoir and the alarm is recurring. It was stated that it seemed like the infusion set was not inserting properly. Nothing further reported.